Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergic reaction to nickel") in a female patient who received essure (ess205) for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient started essure (ess205). On an unknown date, the patient experienced allergy to metals (serious criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("severe menstrual pain"), the first episode of menorrhagia ("abnormal heavy menstrual bleeding"), the second episode of menorrhagia ("heavy menstrual bleeding / prolonged menses"), abdominal pain lower ("severe lower abdominal pain") and back pain ("severe back pain"). The patient was treated with surgery (hysterectomy on (B)(6) 2016). Essure (ess205) was withdrawn. At the time of the report, the allergy to metals, dysmenorrhoea, first episode of menorrhagia, second episode of menorrhagia, abdominal pain lower and back pain outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, the first episode of menorrhagia, the second episode of menorrhagia, abdominal pain lower and back pain to be related to essure (ess205). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-jan-2017: quality safety evaluation of ptc. Company causality comment this non-medically confirmed spontaneous legal case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented allergic reaction to nickel followed by a hysterectomy to remove micro-inserts 9 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. Some patients may develop an allergy to nickel or other components of the micro-insert following essure placement within the fallopian tube. In this present case consumer had an allergic reaction after essure insertion. Given event nature and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain"), allergy to metals ("allergic reaction to nickel / nickel allergy"), the first episode of menorrhagia ("abnormal heavy menstrual bleeding / menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal vaginal bleeding"), autoimmune disorder ("autoimmune disorder") and lymphadenopathy ("lymphadenopathy") in a 32-year-old female patient who had essure (ess205) (batch no. 624101) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included gravida ii, parity 2 (date of births: (B)(6) 1996 and (B)(6) 2002), bed rest in 2002, spotting vaginal, asthma, tonsillectomy, sinus operation, folliculitis, arthritis, bladder operation, bladder overdistension, cryocautery of cervix, uterine dilation and curettage and renal surgery. Previously administered products included for birth control: ortho tri -cyclen from (B)(6) 2006 to (B)(6) 2007; for an unreported indication: allegra, gabapentin, hydroxyzine, lamictal, advil allergy, wellbutrin, zoloft, zyrtec, omeprazole allergy, advair and paxil. Past adverse reactions to the above products included hypersensitivity with omeprazole allergy. Concurrent conditions included obesity, allergic reaction to analgesics, allergic reaction to analgesics, irregular menstrual cycle, umbilical hernia repair, ovarian cyst, genital bleeding, anxiety, candida infection, chronic rhinitis, mediastinal fibrosis, penicillin allergy, sulfonamide allergy, bladder disorder since 2010 and removal of kidney stone. Family history included diabetes mellitus (paternal grandfather) and colon cancer (paternal grandfather). Concomitant products included hydrocortisone for rash. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), tooth disorder ("dental problems") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced weight increased ("weight gain"). On (B)(6) 2010, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced autoimmune disorder (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced nausea ("nausea"), dyspepsia ("heartburn"), diarrhoea ("diarrhea") and irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6) 2016, the patient experienced the first episode of menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced lymphadenopathy (seriousness criterion medically significant). On an unknown date, the patient experienced the second episode of menorrhagia ("heavy menstrual bleeding / prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), fibromyalgia ("intermittent, moderate 6/10 throughout body-thought maybe had fibromyalgia"), abdominal pain ("abdominal pain") and inflammation ("inflammation"). On an unknown date, the patient experienced rash ("rashes or skin conditions"). On an unknown date, the patient experienced urticaria ("hives"). The patient was treated with surgery (total robotic hysterectomy, bilateral salpingectomy, right ovarian cystectomy, cystoscopy), surgery (hysterectomy), surgery (ablation) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, vaginal haemorrhage, autoimmune disorder, lymphadenopathy, dysmenorrhoea, the last episode of menorrhagia, abdominal pain lower, back pain, vaginal discharge, nausea, dyspepsia, diarrhoea, irritable bowel syndrome, rash, weight increased, fatigue, bladder disorder, urinary tract disorder, urticaria, fibromyalgia and abdominal pain had resolved and the tooth disorder and inflammation had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, autoimmune disorder, back pain, bladder disorder, diarrhoea, dysmenorrhoea, dyspepsia, fatigue, fibromyalgia, inflammation, irritable bowel syndrome, lymphadenopathy, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). The reporter commented: on the patient's right tube, five coils were noted. On patient's left tube, one coil was noted. Excellent placement on both sites with no problems noted there. Had an endometrial ablation 2 years ago for heavy bleeding and bleeding has since been controlled diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. On (B)(6) 2016, surgical pathology report : final pathologic diagnosis: uterus with right and left oviducts, hysterectomy with bilateral. Salpingectomy: cervix/endocervix showing reactive squamous metaplasia; negative for dysplasia/atypia. Uterine corpus: late secretory endometrium; negative for hyperplasia/atypia. Metallic intrauterine device (two), consistent with essure. Benign bllateral oviducts showing unilateral paratubal cysts of morgagni. Gross description: received in formalin labeled "uterus, cervix, bilateral tubes, right ovarian cyst" is a 104 gram, 10.0x7.0x4.5 cm symmetrical uterus with two detached fimbriated segments of oviduct, 4.0 and 4.5 cm in respective lengths and up to 0.8 cm in diameter. Additionally, there is 2.3xl.7xl.3 cm fragment of tissue. The uterus has a tan-red serosa with numerous fibrous adhesions. Tan-pink cervix measures 3.5x3.0 cm with a 0.6 cm patent slitos. The specimen is opened along the lateral aspects reveal and visible and distinct transformation zone. Tan-pink endometrium is approximately 0.1 cm in thickness. The tan-pink myometrium is approximately 2.1 cm thickness. The specimen is serially sectioned without discrete masses and/or lesions are grossly identified. Within the right and left cornua, there are spiral-shaped metallic foreign objects, consistent with intrauterine device. The shorter segment of oviduct has an attached 0.3 cm fluidfilled cyst. The longer segment of oviduct has scattered fibrous adhesions but is otherwise grossly unrernarkable. Sections, through the tissue fragment, reveal a 1.6 cm corpus luteum. Additional abnormalities are not grossly identified. Sections are submitted as follows: a) anterior/posterior serosa; b) anterior/posterior cervix; c) anterior endomyometrium; d) posterior endomyometrium); e) shorter segment of oviduct; f) longer segment of oviduct; g) section through accompanying cyst-like structure, consistent with corpus luteum. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain"), allergy to metals ("allergic reaction to nickel / nickel allergy"), the first episode of menorrhagia ("abnormal heavy menstrual bleeding / menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal vaginal bleeding"), autoimmune disorder ("autoimmune disorder") and lymphadenopathy ("lymphadenopathy") in a 32-year-old female patient who had essure (ess205) (batch no. 624101) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included gravida ii, parity 2 (date of births: (B)(6) 1996 and (B)(6) 2002), bed rest in 2002, spotting vaginal, asthma, tonsillectomy, sinus operation, folliculitis, arthritis, bladder operation, bladder overdistension, cryocautery of cervix, uterine dilation and curettage and renal surgery. Previously administered products included for birth control: ortho tri -cyclen from (B)(6) 2006 to (B)(6) 2007; for an unreported indication: allegra, gabapentin, hydroxyzine, lamictal, advil allergy, wellbutrin, zoloft, zyrtec, omeprazole allergy, advair and paxil. Past adverse reactions to the above products included hypersensitivity with omeprazole allergy. Concurrent conditions included obesity, allergic reaction to analgesics, allergic reaction to analgesics, irregular menstrual cycle, umbilical hernia repair, ovarian cyst, genital bleeding, anxiety, candida infection, chronic rhinitis, mediastinal fibrosis, penicillin allergy, sulfonamide allergy, bladder disorder since 2010 and removal of kidney stone. Family history included diabetes mellitus (paternal grandfather) and colon cancer (paternal grandfather). Concomitant products included hydrocortisone for rash. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), tooth disorder ("dental problems") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced weight increased ("weight gain"). On (B)(6) 2010, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced autoimmune disorder (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced nausea ("nausea"), dyspepsia ("heartburn"), diarrhoea ("diarrhea") and irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6) 2016, the patient experienced the first episode of menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced lymphadenopathy (seriousness criterion medically significant). On an unknown date, the patient experienced the second episode of menorrhagia ("heavy menstrual bleeding / prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), fibromyalgia ("intermittent, moderate 6/10 throughout body-thought maybe had fibromyalgia"), abdominal pain ("abdominal pain") and inflammation ("inflammation"). On an unknown date, the patient experienced rash ("rashes or skin conditions"). On an unknown date, the patient experienced urticaria ("hives"). The patient was treated with surgery (total robotic hysterectomy, bilateral salpingectomy, right ovarian cystectomy, cystoscopy), surgery (hysterectomy), surgery (ablation) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, vaginal haemorrhage, autoimmune disorder, lymphadenopathy, dysmenorrhoea, the last episode of menorrhagia, abdominal pain lower, back pain, vaginal discharge, nausea, dyspepsia, diarrhoea, irritable bowel syndrome, rash, weight increased, fatigue, bladder disorder, urinary tract disorder, urticaria, fibromyalgia and abdominal pain had resolved and the tooth disorder and inflammation had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, autoimmune disorder, back pain, bladder disorder, diarrhoea, dysmenorrhoea, dyspepsia, fatigue, fibromyalgia, inflammation, irritable bowel syndrome, lymphadenopathy, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). The reporter commented: on the patient's right tube, five coils were noted. On patient's left tube, one coil was noted. Excellent placement on both sites with no problems noted there. Had an endometrial ablation 2 years ago for heavy bleeding and bleeding has since been controlled diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. On (B)(6) 2016, surgical pathology report : final pathologic diagnosis: uterus with right and left oviducts, hysterectomy with bilateral salpingectomy: cervix/endocervix showing reactive squamous metaplasia; negative for dysplasia/atypia. Uterine corpus: late secretory endometrium; negative for hyperplasia/atypia. Metallic intrauterine device (two), consistent with essure. Benign "bilateral" oviducts showing unilateral paratubal cysts of morgagni. Gross description: received in formalin labeled "uterus, cervix, bilateral tubes, right ovarian cyst" is a 104 gram, 10.0x7.0x4.5 cm symmetrical uterus with two detached fimbriated segments of oviduct, 4.0 and 4.5 cm in respective lengths and up to 0.8 cm in diameter. Additionally, there is 2.3xl.7xl.3 cm fragment of tissue. The uterus has a tan-red serosa with numerous fibrous adhesions. Tan-pink cervix measures 3.5x3.0 cm with a 0.6 cm patent slitos. The specimen is opened along the lateral aspects reveal and visible and distinct transformation zone. Tan-pink endometrium is approximately 0.1 cm in thickness. The tan-pink myometrium is approximately 2.1 cm thickness. The specimen is serially sectioned without discrete masses and/or lesions are grossly identified. Within the right and left cornua, there are spiral-shaped metallic foreign objects, consistent with intrauterine device. The shorter segment of oviduct has an attached 0.3 cm fluid filled cyst. The longer segment of oviduct has scattered fibrous adhesions but is otherwise grossly "unremarkable". Sections, through the tissue fragment, reveal a 1.6 cm corpus luteum. Additional abnormalities are not grossly identified. Sections are submitted as follows: anterior/posterior serosa; anterior/posterior cervix; anterior endomyometrium; posterior endomyometrium); shorter segment of oviduct; longer segment of oviduct; section through accompanying cyst-like structure, consistent with corpus luteum. Most recent follow-up information incorporated above includes: on 6-mar-2018: plaintiff fact sheet, new reporter, concomitant condition, events outcomes updated and event inflammation were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain"), allergy to metals ("allergic reaction to nickel / nickel allergy"), the first episode of menorrhagia ("abnormal heavy menstrual bleeding / menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal vaginal bleeding"), autoimmune disorder ("autoimmune disorder") and lymphadenopathy ("lymphadenopathy") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 624101) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included gravida ii, parity 2 (date of births: (B)(6) 1996 and (B)(6) 2002), bed rest in 2002, spotting vaginal, asthma, tonsillectomy, sinus operation, folliculitis, arthritis, bladder operation, bladder overdistension, cryocautery of cervix, uterine dilation and curettage and renal surgery. Previously administered products included for birth control: ortho tri -cyclen from (B)(6) 2006 to (B)(6) 2007; for an unreported indication: allegra, gabapentin, hydroxyzine, lamictal, advil allergy, wellbutrin, zoloft, zyrtec, omeprazole allergy, advair and paxil. Past adverse reactions to the above products included hypersensitivity with omeprazole allergy. Concurrent conditions included obesity, allergic reaction to analgesics, allergic reaction to analgesics, irregular menstrual cycle, umbilical hernia repair, ovarian cyst, genital bleeding, anxiety, candida infection, chronic rhinitis, fibrosis mediastinal, penicillin allergy and sulfonamide allergy. Family history included diabetes mellitus (paternal grandfather) and colon cancer (paternal grandfather). Concomitant products included hydrocortisone for rash. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), tooth disorder ("dental problems") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced weight increased ("weight gain"). On (B)(6) 2010, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced autoimmune disorder (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash and urticaria. On (B)(6) 2016, the patient experienced nausea ("nausea"), dyspepsia ("heartburn"), diarrhoea ("diarrhea") and irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6) 2016, the patient experienced the first episode of menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced lymphadenopathy (seriousness criterion medically significant). On an unknown date, the patient experienced the second episode of menorrhagia ("heavy menstrual bleeding / prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), fibromyalgia ("intermittent, moderate 6/10 throughout body-thought maybe had fibromyalgia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total robotic hysterectomy, bilateral salpingectomy, right ovarian cystectomy, cystoscopy), surgery (hysterectomy), surgery (ablation. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, vaginal haemorrhage, autoimmune disorder, lymphadenopathy, dysmenorrhoea, the last episode of menorrhagia, abdominal pain lower, back pain, vaginal discharge, nausea, dyspepsia, diarrhoea, irritable bowel syndrome, weight increased, tooth disorder, fatigue, bladder disorder, urinary tract disorder, fibromyalgia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, autoimmune disorder, back pain, bladder disorder, diarrhoea, dysmenorrhoea, dyspepsia, fatigue, fibromyalgia, irritable bowel syndrome, lymphadenopathy, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). The reporter commented: on the patient's right tube, five coils were noted. On patient's left tube, one coil was noted. Excellent placement on both sites with no problems noted there. Had an endometrial ablation 2 years ago for heavy bleeding and bleeding has since been controlled diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. On (B)(6) 2016, surgical pathology report : final pathologic diagnosis: uterus with right and left oviducts, hysterectomy with bilateral salpingectomy: cervix/endocervix showing reactive squamous metaplasia; negative for dysplasia/atypia. Uterine corpus: late secretory endometrium; negative for hyperplasia/atypia. Metallic intrauterine device (two), consistent with essure. Benign bllateral oviducts showing unilateral paratubal cysts of morgagni. Gross description: received in formalin labeled "uterus, cervix, bilateral tubes, right ovarian cyst" is a 104 gram, 10.0x7.0x4.5 cm symmetrical uterus with two detached fimbriated segments of oviduct, 4.0 and 4.5 cm in respective lengths and up to 0.8 cm in diameter. Additionally, there is 2.3xl.7xl.3 cm fragment of tissue. The uterus has a tan-red serosa with numerous fibrous adhesions. Tan-pink cervix measures 3.5x3.0 cm with a 0.6 cm patent slitos. The specimen is opened along the lateral aspects reveal and visible and distinct transformation zone. Tan-pink endometrium is approximately 0.1 cm in thickness. The tan-pink myometrium is approximately 2.1 cm thickness. The specimen is serially sectioned without discrete masses and/or lesions are grossly identified. Within the right and left cornua, there are spiral-shaped metallic foreign objects, consistent with intrauterine device. The shorter segment of oviduct has an attached 0.3 cm fluidfilled cyst. The longer segment of oviduct has scattered fibrous adhesions but is otherwise grossly unrernarkable. Sections, through the tissue fragment, reveal a 1.6 cm corpus luteum. Additional abnormalities are not grossly identified. Sections are submitted as follows: anterior/posterior serosa; anterior/posterior cervix; anterior endomyometrium; posterior endomyometrium); shorter segment of oviduct; longer segment of oviduct; section through accompanying cyst-like structure, consistent with corpus luteum. Most recent follow-up information incorporated above includes: on 12-feb-2018: pfs received - new events, " vaginal discharge, nausea, heartburn, diarrhea, irritable bowel syndrome, rashes or skin conditions, pain, weight gain, dental problems, fatigue, abnormal vaginal bleeding, lymphadenopathy, bladder problems, urinary problems or changes, hives, intermittent, moderate 6/10 throughout body-thought maybe had fibromyalgia, autoimmune disorder, she did not underwent essure confirmation test" were added. Lot number was added. New reporter was added. Lab data were added. Historical and concomitant conditions and treatment medication were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain"), allergy to metals ("allergic reaction to nickel / nickel allergy"), the first episode of menorrhagia ("abnormal heavy menstrual bleeding / menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal vaginal bleeding"), autoimmune disorder ("autoimmune disorder") and lymphadenopathy ("lymphadenopathy") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 624101) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included gravida ii, parity 2 (date of births: (B)(6) 1996 and (B)(6) 2002), bed rest in 2002, spotting vaginal, asthma, tonsillectomy, sinus operation, folliculitis, arthritis, bladder operation, bladder overdistension, cryocautery of cervix, uterine dilation and curettage and renal surgery. Previously administered products included for birth control: ortho tri -cyclen from (B)(6) 2006 to (B)(6) 2007; for an unreported indication: allegra, gabapentin, hydroxyzine, lamictal, advil allergy, wellbutrin, zoloft, zyrtec, omeprazole allergy, advair and paxil. Past adverse reactions to the above products included hypersensitivity with omeprazole allergy. Concurrent conditions included obesity, allergic reaction to analgesics, allergic reaction to analgesics, irregular menstrual cycle, umbilical hernia repair, ovarian cyst, genital bleeding, anxiety, candida infection, chronic rhinitis, fibrosis mediastinal, penicillin allergy and sulfonamide allergy. Family history included diabetes mellitus (paternal grandfather) and colon cancer (paternal grandfather). Concomitant products included hydrocortisone for rash. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), tooth disorder ("dental problems") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced weight increased ("weight gain"). On (B)(6) 2010, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced autoimmune disorder (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash and urticaria. On (B)(6) 2016, the patient experienced nausea ("nausea"), dyspepsia ("heartburn"), diarrhoea ("diarrhea") and irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6) 2016, the patient experienced the first episode of menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced lymphadenopathy (seriousness criterion medically significant). On an unknown date, the patient experienced the second episode of menorrhagia ("heavy menstrual bleeding / prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), fibromyalgia ("intermittent, moderate 6/10 throughout body-thought maybe had fibromyalgia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total robotic hysterectomy, bilateral salpingectomy, right ovarian cystectomy, cystoscopy), surgery (hysterectomy), surgery (ablation. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, vaginal haemorrhage, autoimmune disorder, lymphadenopathy, dysmenorrhoea, the last episode of menorrhagia, abdominal pain lower, back pain, vaginal discharge, nausea, dyspepsia, diarrhoea, irritable bowel syndrome, weight increased, tooth disorder, fatigue, bladder disorder, urinary tract disorder, fibromyalgia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, autoimmune disorder, back pain, bladder disorder, diarrhoea, dysmenorrhoea, dyspepsia, fatigue, fibromyalgia, irritable bowel syndrome, lymphadenopathy, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). The reporter commented: on the patient's right tube, five coils were noted. On patient's left tube, one coil was noted. Excellent placement on both sites with no problems noted there. Had an endometrial ablation 2 years ago for heavy bleeding and bleeding has since been controlled. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. On (B)(6) 2016, surgical pathology report : final pathologic diagnosis: uterus with right and left oviducts, hysterectomy with bilateral. Salpingectomy: cervix/endocervix showing reactive squamous metaplasia; negative for dysplasia/atypia. Uterine corpus: late secretory endometrium; negative for hyperplasia/atypia. Metallic intrauterine device (two), consistent with essure. Benign bllateral oviducts showing unilateral. Paratubal cysts of morgagni. Gross description: received in formalin labeled "uterus, cervix, bilateral tubes, right ovarian cyst" is a 104 gram, 10.0x7.0x4.5 cm symmetrical uterus with two detached fimbriated segments of oviduct, 4.0 and 4.5 cm in respective lengths and up to 0.8 cm in diameter. Additionally, there is 2.3xl.7xl.3 cm fragment of tissue. The uterus has a tan-red serosa with numerous fibrous adhesions. Tan-pink cervix measures 3.5x3.0 cm with a 0.6 cm patent slitos. The specimen is opened along the lateral aspects reveal and visible and distinct transformation zone. Tan-pink endometrium is approximately 0.1 cm in thickness. The tan-pink myometrium is approximately 2.1 cm thickness. The specimen is serially sectioned without discrete masses and/or lesions are grossly identified. Within the right and left cornua, there are spiral-shaped metallic foreign objects, consistent with intrauterine device. The shorter segment of oviduct has an attached 0.3 cm fluidfilled cyst. The longer segment of oviduct has scattered fibrous adhesions but is otherwise grossly unrernarkable. Sections, through the tissue fragment, reveal a 1.6 cm corpus luteum. Additional abnormalities are not grossly identified. Sections are submitted as follows: anterior/posterior serosa; anterior/posterior cervix; anterior endomyometrium; posterior endomyometrium); shorter segment of oviduct; longer segment of oviduct; section through accompanying cyst-like structure, consistent with corpus luteum. Most recent follow-up information incorporated above includes: on 12-feb-2018: pfs received - new events, " vaginal discharge, nausea, heartburn, diarrhea, irritable bowel syndrome, rashes or skin conditions, pain, weight gain, dental problems, fatigue, abnormal vaginal bleeding, lymphadenopathy, bladder problems, urinary problems or changes, hives, intermittent, moderate 6/10 throughout body-thought maybe had fibromyalgia, autoimmune disorder, she did not underwent essure confirmation test" were added. Lot number was added. New reporter was added. Lab data were added. Historical and concomitant conditions and treatment medication were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.